Manufacturer narrative:
The thoracic grasper instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the distal end of the instrument's main tube exhibited various scratch marks and large areas where material was removed. The areas that were missing material, measured roughly about .658 x .240, .155 x .178, .142 x .124 in length and were not aligned with the tube axis. The other areas have lifted material, once the material was flattened out, the area was covered, which measured roughly .359 x .214. No other damage was found. Corrected to serious injury' due to it is unknown how the fragment(s) were retrieved.

Event description:
It was reported that during a da vinci surgical procedure, the 5mm thoracic grasper instrument, every time they use it, it gets scrapped up in the cannula. Items fell, but was retrieved. No patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. Has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
The thoracic grasper instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to fragment(s) from the 5mm thoracic grasper instrument got scrapped up in the cannula and fell into the patient, and was retrieved. However, at this time, it is unknown how the fragment(s) were retrieved.